Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site area #26 (type ii bone). Primary stability and osseointegration were achieved. Implant fracture was involved in the event. The clinician reports that the pt came in with implant loose. The clinician removed loose aspect implant fractured. The clinician states that the apical portion has been put to sleep. The implant was removed on (B)(6) 2013 due to pain, bleeding, mobility. Medical history: no significant findings.